Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was spontaneous. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/16/2018, it was reported to mentor that the device history record (DHR) for the lot number 6928774 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On 9/2/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/1/2020, during the visual evaluation, two anomalies were observed on the anterior view of the device consistent with a crease/fold. Within the crease/fold two tears were observed, tear a and c. Tear a measured approximately 3.0 cm and tear c measured approximately 1.5 cm. Additionally, a third tear (b) was observed on the posterior view, measuring approximately 4.0 cm. Furthermore, an area of missing material was found within this tear, measuring approximately 1.0 cm x 1.0 cm. Microscopic examination in the tear (b) edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. On the other hand, for the tears within the creases (a and c), the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. The replacement devices were mentor smooth round moderate profile 350cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/30/2020, it was reported to mentor that the patient had undergone removal on (B)(6) 2020. The deflation was bilateral. A manufacturing record evaluation was performed for the finished device 6928774 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).